Event description:
The customer returned the ultrasound bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the circuit board unit in the scope connector is dirty, the universal cord is sticky, and the connecting tube having corrosion was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the connecting tube having corrosion, a degradation problem was identified. The most probable cause is traced to component failure. Regarding, the universal cord being sticky and the circuit board unit in the scope connector being dirty, a stress problem was found. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.